Manufacturer narrative:
Investigation completed on a smiths medical bivona tracheostomy. The device arrived with photos taken and attached in the investigation report. Sample from p/n 67pfs45 l/n unknown and two obturators: was seen that the sleeve from obturator size 5.0 was covering the obturator tip. Also, the obturator size 4.5 has not sleeve and the wire was distorted. A detailed quality engineering review revealed 32 assembles passed at 100%. The damage was verified and complaint substantiated. As a preventive action manufacturing personnel was notified by the quality engineer on 05/mar/2020, as awareness of the failure mode reported by the customer.

Event description:
Investigation results completed on a bivona tracheostomy. Summary in h -10.

Event description:
Information was received indicating that upon insertion of a smiths medical portex bivona tracheostomy tube, the sleeve on obturator moved down the shaft; making it difficult to remove the obturator. The obturator had to be then forcefully removed and the patient was bagged due to stress of the incident. A trach tube change out was performed with no further adverse effects.